Event description:
It was reported during sedation of a diagnostic procedure the tip on the inner sheath broke off and went into the patient, it was retrieved from the bladder. This caused a surgical prolongation less than 30 minutes. The procedure was completed using a back up device and there were no reports of patient injury.